Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Per the death certificate, cause of death was probable complications of diabetes mellitus. It is unknown if the customer was using the pump at the time of death. Customer's healthcare provider did not have any other details regarding this event.